Event description:
It was reported that during a prostate procedure @ 62,000 joules of use and 14 minutes, ¿no effectiveness" was observed. The procedure was completed with an alternate procedure (turp). There was ¿no damages to the patient¿ reported.

Manufacturer narrative:
Device available for eval and date returned updated. Device returned to MFR and evaluated by MFR updated. Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel surface ; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the outer flow tubing open end and the portion of the glass cap exhibit severe scratch marks; a section of the fiber within the glass cap appears blackened; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).